Event description:
It was reported that, the pt is experiencing squeaking, grinding and popping without any pain in left hip. Pt spoke to his surgeon about it in (B)(6), and surgeon stated he never heard of anything like it before. Pt has since moved to (B)(6) and has not had a second option.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.